Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Technical support advised the customer to run quality contols( qc) to verify accuracy of the analyte. He could run another set of qc again to verify that nothing has happened since original qc reported . If the doctor is questioning result values, they should repeat the test or send out for verification. The customer stated that this issue had been resolved by repeating the specimens. The doctor was satisfied with the patient's testo/e2 results. The most probable cause of the reported event was untrained operator.

Event description:
On (B)(6) 2017, the customer reported e2 assay correlation issues with their aia-360 analyzer. The customer stated that the e2 was running high because 2 out of the 3 specimens did not correlate with the expected e2/test results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.